Manufacturer narrative:
The device was returned to olympus for inspection. No customer reported allegation. A root cause could not be identified. Based on the investigation results, it was determined that the event in concern is a known event that has undergone risk analysis, and therefore determined that further escalation is unnecessary. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens had a chip and the adhesive around light guide lens was peeled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited plastic distal end had a burn. There was no patient involvement.